Event description:
It was reported that the atrial lead exhibited noise. It was noted that the pulse generator had been programmed to vvi for some time to deal with the noise. The lead was capped and replaced during the elective replacement indicator procedure for the pulse generator.